Event description:
It was reported that an x-ray revealed the right ventricular lead was fractured. The lead was capped and replaced. The patient was noted to be fine post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.